Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: 11/2005, inratio: 2.7, lab: 6.5, lab: 4.1 (retest), pt was administered vitamin k, five days later, inratio: 1.7. A new strip lot (050515) was tired yeilding the following results: inratio: qc1h, inratio 3.5, intratio: qc1h, inratio: 3.1, coaguchek: 3.7. Strip lot 050487, inratio: 2.2.